Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the "cannot provide desired intensity settings" message seen on the controller was the clinical specialist (cs) met with the patient and an electrode impedances check was performed, which showed "do not use electrode 12 and 13". The cause of the "cannot provide desired intensity settings" message seen on the controller was due to electrode 13 being in use at the time. After the impedance check was done it was advised that electrode 13 not be used. It was reported that the "cannot provide desired intensity settings" message was resolved on (B)(6) 2018 when the rep met with the patient and performed the impedance check and did reprogramming. The patient was satisfied with the current stimulation coverage and intensity settings are now able to be met. It was reported that the provided information was not confirmed with the physician/account because the patient had been reprogrammed around electrode 12 and 13 and was now able to reach the desired intensity settings with coverage of all pain areas. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient stated their programmer was showing a message ¿cannot provide desired intensity settings¿. It was suggested that hey remove and replace the programmers rechargeable battery, but the problems persisted. A clinical specialist is going to meet with the patient on (B)(4) 2018 to interrogate the stimulator and attempt to resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that at the patient¿s post-operative appointment their impedances were checked, which showed that electrode 12 was out of range. The rep sent an image of the impedance readings showing the impedances on contact 12 ranged from 35,390 to 40,000 ohms and to avoid that contact. It was stated that the cause of the out of range impedances were unknown and the physician was notified of the issue. The rep was able to successfully program the stimulation around number 12 so stimulation covered all areas of pain and the pain was relieved by the stimulator. It was indicated that impedances had been checked before the ins replacement on (B)(6) 2018, and were found to be normal at that time. It was reported that the issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.